Event description:
It was reported that the device exhibited a display anomaly. The device was also missing a template snapshot due to a telemetry disturbance. Re-interrogation of the device was recommended. No further information available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.